Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The diabetes therapy consultant reported via e-mail that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was unknown at the time of the incident. The diabetes therapy consultant stated that there was a kinked cannula found. The insulin pump will not be returned for analysis.